Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported by the spouse via chat that the patient experienced inaccurate cgm values. The reason for the call was to request a replacement receiver, which the reporter believed to be the cause of the problem. The patient was confused while the cgm was reading low but the bg was high, so the patient was taken to the emergency room (ER). The patient was treated with IV medication and was not admitted. The patient was stable during the report and had reportedly been advised by emergency medical services (ems) to change/replace the receiver. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.